Event description:
It was reported that there was a popping noise from the tube of the 9800 system during a high level fluoro. There was no report of pt injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. Cleaned and regreased the high voltage cables. The system was tested and found to be working as intended and placed back into service.